Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found that the wbc waste line tubing at pinch valve vl14 was partially clogged attributing to the leak and low hgb and hct results previously reported by the customer. The fse flushed the tubing with bleach removing the clog, the instrument was verified with no further issues observed and all parameters recovering within specifications the fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported hemaglobin (hgb) and hematocrit (hct) were running low on patient samples run on the coulter ac·t diff analyzer. While attempting to troubleshoot the issue the customer reported that an unknown amount of fluid had overflowed from the wbc bath; the leak was not contained within the instrument. Although erroneous patient results were reported outside the laboratory, there was no change or affect to patient treatment in connection to the event. All patient samples were re-run at another facility which were accepted as correct. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.